Event description:
It was reported that this right ventricular (rv) lead exhibits impedance issues, technical services (ts) suspect this issue is most likely due to calcification. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibits impedance issues, a fracture is suspected. This lead remains in service. No adverse patient effects were reported